Event description:
The caller reported that a 7.5 hi-lo evac endotracheal tube was selected and the cuff was pre-checked and appeared ok. A water soluble lubricant, lubrifax, was used to lubricate the tube and the intubation was successful. The tube was secured and the patient was attached to a ventilator. After approximately 30 minutes the ventilator began to lose volume, 290 to 320 cc was being returned from a set volume of 600. The therapist noted a cuff leak with air escaping around the cuff and through the mouth. The leak was audible. An attempt was made to re inflate the cuff without success. The tube was removed and the patient was re intubated using a like tube. The caller reported that the tube was examined after removal and a small hole shape of a half circle was noted which may have been the result of damage caused by a disposable laryngoscope blade during the intubation which may have come in contact with the cuff.

Manufacturer narrative:
No analysis or conclusions can be drawn without the device. Return of the endotracheal tube for failure investigation has been requested. The lot number was provided and the manufacturer will review the lot history records. If the tube is returned and failure investigation results provide new or significant information, a follow-up report will be submitted. Note: the manufacturers dfu states under warning/precautions (cuff-related): various bony anatomical structures (e.g., teeth, turbinates) within the intubation routes or any intubation tools with sharp surfaces present a threat to maintaining cuff integrity. Care must be taken to avoid damaging the thin-walled cuffs during insertion which would create the need to subject the patient to the trauma of extubation and re-intubation. If the cuff is damaged, the tube should not be used.